Manufacturer narrative:
Based on the claim against the product by the customer noting the tip broke off during sterile processing, an investigation was completed to determine the cause of this reported event. The force bipolar was analyzed and found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.607" x 0.184" was found to be broken off. The broken piece was not returned. Additional observation related to customer reported complaint was that the instrument was found to have a broken or dislodged conductor wire. The conductor wire was broken at the top of the grip slot. As a result of the broken grip the conductor wire broke. The instrument failed the electrical continuity test. No thermal damage was observed. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to either device design or use conditions. Regarding device design, fragments can result as retention of the metal injection molding (mim) to the overmold (om) is insufficient. Regarding use, damage to the force bipolar instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, mishandling the instrument causing collisions, and misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument broke off in the sterile processing department (spd). There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.